Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse provided the customer with part numbers for the pump diaphram, seal, and plunger for her to perform self-service. No further action was required by field service. The most probable cause of the reported event was due to a mechanical failure of the pump.

Event description:
On (B)(6) 2016, the customer reported a leak from behind the pump panel with their g8 analyzer. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.